Event description:
Customer reported an under infusion of cardizem. Reportedly, the patient left the floor to go to radiology with cardizem infusion. However, when the patient was in the radiology department, the staff found the cardizem was not infusing and the pump was off. The patient developed an unspecified "shockable rhythm", the code team was called, and the patient was resuscitated. No additional information was provided about the patient's condition. Customer requests and event log review to determine when the cardizem was turned off and if it was turned off by the user or spontaneously.

Manufacturer narrative:
(B)(4). The customer initially requested an event log review and submitted logs and dataset for investigation, however, it was determined that they were the incorrect logs. Subsequently, the customer notified us that the logs were reviewed by their risk management, and it was determined that the cardizem was powered off by the user. The customer declined to return the event logs from the event pc unit, and declined an event log review or any further investigation by carefusion. The customer's complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.